Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the sls (system longevity study) study that the patient was diagnosed with a deep vein thrombosis and was treated with medication. The implanted lead remains in use based on medical judgement. No further patient complications have been reported as a result of this event.